Event description:
It was reported that the patient came to the emergency room with complaints of left-sided chest pain and her "lvad clicking." The team was unable to hear what the patient was reporting but suspected it was due to the left ventricle underfilling secondary to dehydration and ventricular tachycardia. An amiodarone taper was started. Log file review captured low flow flags on (B)(6) 2022 which did not persist long enough to trigger a low flow alarm. The file was mostly filled with pulsatility index (pi) events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported clicking noise could not be conclusively determined through this investigation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number mlp-025516, and the reported clicking noise, ventricular tachycardia (vt), dehydration, and chest pain could not be conclusively determined through this investigation. The submitted controller event log file captured data on (B)(6)2022. Of note, there were several pulsatility index (pi) events that filled the majority of the file. No other notable events or alarms were captured. The system appeared to operate as intended. The patient remains ongoing on heartmate 3 lvas, serial number mlp-025516. The heartmate 3 lvas instructions for use (IFU) lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia and hypovolemia as potential late postimplant complications. Furthermore, the IFU instructs patients to call their hospital contact right away if they notice a change in how the pump sounds, feels, or works. The relevant sections of the device history records for mlp-025516 were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 1 ¿introduction¿ of this IFU provides an explanation of all pump parameters, including pump speed, power, flow, and pulsatility index (pi). This section explains that pump flow is a calculated value that is estimated based on pump power. This section also notes that the heartmate 3 employs a feature called artificial pulse. Although the clinician will set only a single speed, the rotor speed will periodically depart from this value (2000 rpm above and 2000 rpm below the set speed) in order to contribute a flow disruption that in some ways mimics native cardiac contractility. Section 1 of the IFU also instructs the user to ¿notify appropriate personnel if there is a change in how the pump works, sounds, or feels.¿ section 4, ¿system monitor¿, explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events, including sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. This section also states that if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This decrease in speed is accompanied by a reduced pump flow. Furthermore, there are no audible alarms with a pi event. Additionally, section 6 ¿patient care and management¿ lists arrhythmia and hypovolemia as potential late postimplant complications that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information stated that the tachycardia was neither pre-existing nor device related, and the implantable cardioverter-defibrillator (ICD) was turned off after left ventricular assist device (lvad) implantation due to oversensing.